Event description:
Wire sheared off from PICC. Wire was taken out of sq tissue in interventional radiology...pt doing fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.